Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was unknown. Customer reports that the insulin pump also received a low battery alert and reservoir error alarm. Troubleshooting was done for reservoir and tubing process and customer did not receive complete status with next highlighted on the screen. Customer reports that they had to do a rewind multiple times today. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and function properly. No prime/fill anomaly noted during testing. No low battery alarm and no reservoir alarm noted during testing.